Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the apollo catheter had a leak. It was reported that the asahi guidewire could not reach the targeted vessel, then a traxcess guidewire was used to reach the intended placement. The onyx was injected, and a leak was found in the distal location. The catheter had been inspected prior to use. It was reported that the anterior inferior cerebellar artery and posterior inferior cerebellar artery vessels were damaged. No interventions were needed for the damaged vessels. The devices were prepared according to the instructions for use (IFU). The catheter was flushed as indicated in the IFU. The patient was undergoing treatment a malformed inferior anterior cerebellar artery. The vessel tortuosity was normal. The access vessel diameter was 8 mm. Ancillary devices include an asahi 10 guidewire and a traxcess guidewire.